Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the date of implant was (B)(6) 2004. Hence, field d6a for implantation date has been updated to (B)(6) 2004 on this form. Also, mentor became aware that patient would like to explant the devices due to prophylactic intentions. The date has not been scheduled so far. When the information becomes available, a supplemental report will be submitted. This supplemental report is for patient's one of the two effected sides. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 22, 2021, mentor became aware that field e2 for "health professional?" Was mistakenly left blank in the initial submission. "No" has been correctly added under e2 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast implant prophylactic removal to avoid injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a 250cc mentor smooth round moderate profile on both sides and is looking to get new ones. The patient underwent explantation of devices on (B)(6) 2004. This report is for patient's one of the two effected sides.